Manufacturer narrative:
This case was initially received via regulatory authority (FDA on 08-jul-2020. The most recent information was received on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('severe allergy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), tooth loss ("teeth falling out"), feeling hot ("hot"), blood pressure fluctuation ("blood pressure fluctuation"), autoimmune disorder ("autoimmune disease"), skin disorder ("skin issue") and hyperhidrosis ("sweat") and was found to have weight decreased ("weight loss"), white blood cell count increased ("white blood cell count increased") and heart rate increased ("heart rate increased"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy, and left oophorectomy). At the time of the report, the feeling hot and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, blood pressure fluctuation, feeling hot, heart rate increased, hyperhidrosis, hypersensitivity, skin disorder, tooth loss, weight decreased and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: diagnosis: uterus, cervix, bilateral fallopian tubes, left ovary (hysterectomy, bilateral salpingectomy, and left oophorectomy): cervix: benign cervical tissue uterus: benign inactive endometrium, leiomyoma fallopian tubes: benign fallopian tubes ovary: benign ovarian tissue medical device: two coils identifie. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ('severe allergy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), tooth loss ("teeth falling out"), feeling hot ("hot"), blood pressure fluctuation ("blood pressure fluctuation"), autoimmune disorder ("autoimmune disease"), skin disorder ("skin issue") and hyperhidrosis ("sweat") and was found to have weight decreased ("weight loss"), white blood cell count increased ("white blood cell count increased") and heart rate increased ("heart rate increased"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy, and left oophorectomy). At the time of the report, the feeling hot and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, blood pressure fluctuation, feeling hot, heart rate increased, hyperhidrosis, hypersensitivity, skin disorder, tooth loss, weight decreased and white blood cell count increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: diagnosis: uterus, cervix, bilateral fallopian tubes, left ovary (hysterectomy, bilateral salpingectomy, and left oophorectomy): cervix: benign cervical tissue, uterus: benign inactive endometrium, leiomyoma, fallopian tubes: benign fallopian tubes, ovary: benign ovarian tissue, medical device: two coils identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- new reporter, lab data, medical history, removal procedure were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.